Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Destructive analysis of the pump revealed corrosion and wear on the internal gears inside of the motor, indicative of a stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 0855. (B)(4). (Hcp/rep) information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000 mcg/ml at 660 mcg/day via an implantable pump. The indications for use were a motor stall was reported, leading to withdrawal of itb (intrathecal baclofen). The patient was admitted to the emergency department with a motor stall. The patient had begun withdrawal. It was unknown if any environmental, external or patient factors that may have led or contributed to the issue as the patient was not able to speak. Diagnostics and troubleshooting included interrogation of the pump. Action and interventions taken to resolve the issue was reported as "priming bolus motor". The pump was replaced. The issue was noted to be resolved at the time of the event. The patient status was noted as alive, no injury and no further patient complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied conclusion code 92 is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis.